Event description:
Foley catheter dislodged from urethra; *not intact*- not witnessed. Possible retained piece(s). Catheter tubing found outside of urethra on blue chux upon evaluation. Rn (registered nurse) observed tubing which looked severed near the tip where the foley bulb is usually located. Nurse leader, resident, and doctor(obstetrician) made aware. Foley placed 2 hours prior to this event and was secured to patient¿s right thigh with an abundance of slack to prevent tugs. Foley catheter draining properly up until event (2 hours). No patient reports of sudden movements or occurrences that may have caused a dislodgement. Expiration date of foley catheter checked and verified 2027-05-31.